Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00182, 3005168196-2017-00183, 3005168196-2017-00184, 3005168196-2017-00186, 3005168196-2017-00187, 3005168196-2017-00188, 3005168196-2017-00189. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using lantern delivery microcatheters (lanterns), pod6 coils, and ruby coils. During the procedure, the physician successfully deployed and detached ruby coils and pod6 coils in the target vessel using the lantern. Upon removing the lantern from the patient in order to take pictures, the physician noticed that the lantern had become kinked during the procedure. The physician then inserted a new lantern through the same non-penumbra sheath and successfully deployed and detached additional ruby and pod6 coils; however, upon removing the lantern in order to take pictures, the physician noticed this lantern had become kinked as well. Therefore, the physician inserted a third lantern through the same non-penumbra sheath and continued the procedure using additional ruby coils and pod coils. Upon attempting to insert an additional ruby coil, the physician inadvertently kinked the ruby coil pusher assembly and subsequently experienced resistance while advancing it through the lantern; therefore, the physician retracted and removed the kinked ruby coil. This same issue occurred with four new ruby coils and one pod6 coil; therefore they were all removed. The procedure was continued using new ruby and pod coils. There was no report of an adverse effect to the patient.